Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the cgm was displaying 94 mg/dl when they started to feel dizzy, was weak and then passed out. A finger stick was performed, and the bg meter was displaying 34 mg/dl. The patient¿s husband administered a glucagon shot and called for an ambulance. The patient was transported to the hospital and was monitored for the evening and was released the next morning. At the time of contact, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.